Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that the patient underwent a retrograde pyelography, cystoscopy with ureteral stents, explantation of mesh, vaginal hysterectomy with uterosacral resuspension vaginal cuff, vaginal enterocele repair, vaginal paravaginal repair, implant of vicryl and surgisis mesh graft, posterior colporrhaphy and perineoplasty on (B)(6) 2010 due to endometrial polyp, unilateral hydronephrosis, prolene graft complications, mixed urinary incontinence, voiding dysfunction, uterine prolapse, rectocele, cystocele, enterocele, urethrocele, vaginal laxity, perineocele and urethral hypermobility. It was reported that the patient concurrently underwent bilateral salpingo-oophorectomy,dilation & curettage.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on an undisclosed date and pelvic floor repair mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01400 and medwatch 2210968-2012-01401. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence with frequency, cystocele and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to pain, erosion/extrusion of mesh, bowel problems, dyspareunia, incontinence and voiding dysfunction. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01400 and medwatch 2210968-2012-01401. The same patient is represented in each medwatch.